Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl. Reportedly, out of range issues occurred between the transmitter and pump resulting in no continuous glucose monitor (cgm) sensor readings, and the pump continued insulin delivery as intended when no cgm readings are available. Customer consumed carbohydrates to address bg. A pump reset was performed to resolve the issue.